Event description:
Planned salivary endoscopy. During the endoscopy of the left parotid gland, a stricture was noted. The scope was not able to be utilized to bypass the stricture, but we were able to successfully place a guidewire past the point of stricture. Using the cook salivary 1.5 mm balloon, the guidewire for this balloon was passed through the working channel of the scope past the stricture as confirmed by ultrasound. Following this, we then placed the cook balloon in standard fashion using seldinger technique over top of the guidewire, advancing in place to the site of the stricture as confirmed by ultrasound, and then inflated the balloon. Upon attempts at removal of the guidewire, the guidewire appeared to have broken, because when the guidewire was removed from the balloon sheath, the distal portion of the guidewire was missing.